Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer turned the pump on and charged the pump battery to 100%. Upon unplugging the pump from a power source the pump unexpectedly shutdown. Customer's blood glucose level was not impacted. The pump successfully powered back on.